Event description:
It was reported that secondary set c64 tubing was cut. This was discovered before use. The following information was provided by the initial reporter: a packaging error was detected. When the packaging was divided, the tubing was cut.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. The final product for lot ta10416 is assembled and packaged at a supplier site. We provided the photo to the supplier for evaluation and they were able to verify the product was outside the blister pack which resulted in improper sealing of the blister package. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. Through their investigation it was determined that this issue likely occurred as a result of improper placement of the device into the blister machine which was not identified by the operator and led to poor sealing of the blister pack. Improvements have been made on the blister machine to avoid reoccurrence of this issue, the reported lot was manufactured prior to these improvements being implemented. No non-conformances were found during DHR review that could be involved in the claimed defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that secondary set c64 tubing was cut. This was discovered before use. The following information was provided by the initial reporter: a packaging error was detected. When the packaging was divided, the tubing was cut.